Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). 25-jan-2023: natus received a notice that the customer submitted a medwatch form for this incident that occurred on (B)(6) 2022. Reference to (uf/import report#: 0300140000-2023-8001). The customer confirmed via medwatch form that product is available for return. 27-jan-2023: first attempt made by natus to collect the customer complaint form and to confirm if product is available for evaluation. Acceptable risk associated with the complaint as per line 5.14, severity - 3, in (B)(4) natus eds 3 external drainage system risk analysis spreadsheet. No death or serious injury, considered to be customer inconvenience. Risk is considered to be low. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Further investigation to be carried out.

Event description:
Part: nt821731c, eds 3, gen ll, no catheter - the patient's external ventricular drain (evd) device was leaking a small amount at the back of the stopcock by the transducer. The evd had to be replaced. No injuries reported.

Event description:
Part nt821731c, eds 3, gen ll, no catheter - the patient's external ventricular drain (evd) device was leaking a small amount at the back of the stopcock by the transducer. The evd had to be replaced. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint (B)(4). The customer had submitted a medwatch form for this incident that occurred november 09, 2022. Reference to (uf/import report# (B)(4)). A natus complaint form was sent to the customer and it was returned, and it was confirmed the affected product will not be returned. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per (B)(4) complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Complaint history was reviewed for the previous two years and found 1 confirmed complaint, giving an incident rate of (B)(4). Root cause/failure investigation: the root cause of the complaint could not be determined or confirmed as the device was not returned for evaluation. The device history record for the lot reported by the customer was reviewed there were no anomalies found during the manufacturing, testing, packaging, or inspection while the device was in process. Materials used in the manufacturing of the device found no issues. The device met specifications upon release. Based on the calculated failure rate, no action is required at this time, all complaints are trended to take action if required.